Manufacturer narrative:
(B)(6). (B)(4). One flexiva 200 laser fiber was returned in one piece. The fiber measured approximately 315.7 cm from the top of the connector and includes the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it, this indicated that the fiber was broken within the connector. It is likely due to the fracture within the connector that laser energy would fail to pass through the device during a procedure, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible ureterorenolitotripsia procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, there was not enough energy to break the calculation. No patient complications were reported. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.